Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe was cracked and the piston was damaged when the customer opened the outer packaging. This was prior to use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received 1 sample of 50ll lot 1710236 and 3 pictures for investigation. Upon visual inspection of the sample and pictures received, it can be observed the barrel is cracked around 7 ml mark of the scale and the plunger is also damage on the plunger rod, on the nerves and in the retaining ring. The damage on barrel coincides with the retaining ring of the plunger when syringe is assembled. DHR of lot 1710236 has been reviewed not finding any annotation or deviation regarding the alleged defect. Since damage on the syringe is on the plunger and on the barrel, it was produced once the syringe has been assembled. Upon inspection at 10x it can be verified that this damage has been produced in the packaging process due to it was cut by transversal cutters of the packing machine (it has been cut off by a cutter). During primary packing process, once product is sealed in blisters, longitudinal and transversal cutters cut the continuous blisters to form the strips. A failure during this cut process caused the cutters cut off in the correct point of the blister resulting the syringe damaged. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Sub-process visual inspection functional inspection. Molding 2 injections per shift n/a. Printing 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot assembly. 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot. Primary packaging. 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet n/a. Investigation conclusion: since damage on the syringe is on the plunger and on the barrel, it was produced once the syringe has been assembled. Upon inspection at 10x it can be verified that this damage has been produced in the packaging process due to it was cut by transversal cutters of the packing machine (it has been cut off by a cutter). During primary packing process, once product is sealed in blisters, longitudinal and transversal cutters cut the continuous blisters to form the strips. A failure during this cut process caused the cutters cut off in the correct point of the blister resulting the syringe damaged.